Event description:
It was reported the pt's scs lead was explanted and replaced due to migrating in addition to being fractured. Effective stimulation was restored with the surgical intervention. It was also reported the physician elected to explant/replace the scs ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.